Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, the patient did not report any complications to him. All other information is unknown and unavailable.